Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, when the hospital staff started to disconnect the cable from the device, they noticed a fair amount of blood pooled inside the connector portion on the device. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the device was very bloody, especially around the handle. There were no non-conformities. The handle was opened up and there was evidence of blood in the handle, for which the most likely path was determined to be from the toggle opening. Based upon this observation, the reported complaint for "blood in handle" was confirmed. Internal file number - (B)(4).